Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) prematurely. The device was removed and replaced.